Event description:
Reportedly, while performing a low anterior resection, after connecting the anvil, and rotating the wingnut, the green mark could not be confirmed completely. Removed the anvil and retried to connect with the instrument again, then the rectum broke. Reinforced the broken tissue with hand sewing by the suture, but after the surgery, confirmed the bleeding and converted to the stoma (colostomy). No further patient injury was reported.